Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The reported product problem ((B)(4)) was not evidenced in the event history log. Delivery accuracy testing was performed. The reported problem was confirmed upon testing. He investigator replaced the expulsor to bring the delivery to nominal range. The cracked front housing and keypad were also replaced. The pump was confirmed to have passed all functional tests following the repairs. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition.the reported product problem (failed delivery accuracy of -11.25%) was not evidenced in the event history log. Delivery accuracy testing was performed. The reported problem was confirmed upon testing. He investigator replaced the expulsor to bring the delivery to nominal range. The cracked front housing and keypad were also replaced. The pump was confirmed to have passed all functional tests following the repairs.the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -11.25%. Event occurred during testing and no patient involvement. Also reported this device was last repaired for case damage.